Event description:
During a programming history review for this patient, a programming anomaly was identified. On the day of implant, (B)(6) 2004 a faulted diagnostic test occurred which resulted in a change to the patient's settings. A final interrogation was performed however the settings were not corrected until the patient's next appointment on (B)(6) 2004.

Manufacturer narrative:
Analysis of programming history.